Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ineffective shock therapy while at home. The patient was hospitalized and testing was performed but were unsuccessful to convert rhythm. The patient is under medicine treatment. Technical services (ts) reviewed the data and noted there was far-field oversensing. Ts recommended troubleshooting options. Additional information was received, stating that induction testing was performed but unsuccessful. Chest x-ray was also performed, and there was no concern with the device positon. The device was reprogrammed and the physician modified the medication treatment. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient experienced ineffective shock therapy while at home. The patient was hospitalized and testing was performed but were unsuccessful to convert rhythm. The patient is under medicine treatment. Technical services (ts) reviewed the data and noted there was far-field oversensing. Ts recommended troubleshooting options. Additional information was received, stating that induction testing was performed but unsuccessful. Chest x-ray was also performed, and there was no concern with the device positon. The device was reprogrammed and the physician modified the medication treatment. This device remains in service. No adverse patient effects were reported.